Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro synchron system leaked from the cap piercer blade wash onto the top of sample tube caps. The customer wore gloves, a lab coat and eye protection while operating the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined the blade wash chamber overflowed due to an obstruction in the quick connect fitting of the cap piercer vacuum line. The fse removed the obstruction to correct the blade wash chamber overflow. (B)(4).